Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the station¿s refrigerator was unresponsive and would not recover. A field service engineer disconnected the backup battery via the access panel, shut down the medstation, and power-cycled the refrigerator. Once the refrigerator rebooted successfully, the medstation was powered back on, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, edb-a door not opened. Customer tried to reboot the station, but issue still persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.